Manufacturer narrative:
The customer reported that the device did not alarm for an asystole. A philips fse was onsite and reported that the x2 had external damage and that the ECG input connector also appeared damaged and drops the EKG signal waveform when cable is moved. There was also a telemetry inop displayed. The presence of the inop message would alert users that the device may not be fully operational and would allow the user to implement alternative monitoring. This failure is user induced damage. Device labeling (instructions for use) provides a warning and instructs" if the monitor is mechanically damaged, or if it is not working properly, do not use it for any monitoring procedure on a patient". Contact your service personnel. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient had an asystole event on (B)(6) 2015 around 15:39 and fell and the device did not alarm. A serious injury was reported, but no further information regarding the injury was provided.